Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the cardiosave and it's working perfectly. The unit cable reel was open up and untangled. The fse have suggested to the users not to use the rollback mechanism at all. The cable will be pulled to the longest length and they will manage it on their own to prevent entangling again.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) charging cable cannot extend. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.